Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that two years and ten months post-implant of this transcatheter bioprosthetic valve, the patient under went a dual chamber pacemaker implant after a 14-day holter monitor showed 4 second pauses. It was reported that the patient was symptomatic with fatigue, decreased energy, and sluggishness. An electrocardiogram (ECG) showed sinus rhythm with first degree atrio- ventricular (av) block and intraventricular conduction delay. The pacemaker was implanted with no complications. No additional adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.